Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the screens were "out of order" on the pump. The customer was unable to specify which screens were out of order. Tandem technical support (cts) instructed the customer to unlock the screen; customer received a normal home screen display. Reportedly, at the time of the report, the customer was going through diabetic ketoacidosis (dka) and went to the emergency room (ER). The customer did not state if the impacted blood glucose (bg) level and display issue were related. Upon follow up, it was determined that the customer was disconnected from the pump and eventually became hospitalized on (B)(6) 2017 due to dka. The contact was unable to provide how long the customer was in the ER prior to getting hospitalized. Reportedly, the customer arrived to the ER with a bg level of 700 mg/dl with ketones. The cause of the elevated bg level was unknown. Customer was treated with intravenous insulin drip and the contact stated the treatment "is working". The customer is reportedly still in the hospital due to non-diabetic issues. No further follow up is required as the customer will reach out when well enough to go back on the pump.